Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed. The instrument's shaft weld post was not properly assembled.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.